Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that on the day that the endoscope issue occurred they had contacted the clinical sales representative (csr) for technical support and received instructions on how to solve the problem. The customer clarified that the issue didn't recur during the procedure but stated that the issue had recurred after the troubleshooting call the next day with the same issue and endoscope.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer power cycled the system to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged endoscope motion issues cannot be determined based on the information provided and phone support details. The customer power cycled the system to resolve the issue. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) from offsite and reported on the behalf of the customer that the horizon was not correct during use of the 30 degree endoscope. Prior to the call, the customer had reinstalled the endoscope and the issue had been resolved. The csr wanted to understand the culprit of this issue. The tse viewed the system event logs but could not see any error related to this symptom. The tse requested the csr to verify that the endoscope rotation was manually working with no noise and the csr stated that this seemed not to be the case. The tse asked the csr whether the surgeon manually rotated the endoscope around 180º during the procedure, as this would explain this behavior. The csr didn't know exactly, but the csr would contact the customer after the surgery. The tse recommend the csr to perform a power cycle and to advance exchange (aex) the endoscope if the issue persists. The csr agreed to close the case. The csr would call back in if more assistance was needed. The system was ready for use. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the endoscope was checked before use and there was no visible damage or anything unusual. The customer reported that they had a reversed image and the wrong horizon on the display. The customer clarified that there were no unintuitive movements of the endoscope. The customer reported that they sent the 30° endoscope for repair at that time. No images or patient demographics available.